Event description:
Pt alert sounded resulting in pt seeking medical attention. On presentation ECG demonstrated asynchronous pacing with underlying sinus rhythm. Interrogation of the device revealed multiple observations including impedance warnings on all three leads. Impedance measure was 0 ohms on all three leads. Electrograms demonstrated no signal. No evidence of sensing was observed. Pacing output was preserved and ventricular capture was demonstrated.